Event description:
It was reported that a user wearing a dexcom g7 experienced loss of glucose readings on the ilet after changing pump tubing in response to an insulin set expired alert; review of device alarms indicated a brief sensor issue on the cgm and that the sensor was in its grace period, and the user was advised that the cgm issue, not the infusion set alert, caused the loss of readings. Symptoms included intermittent loss of cgm data. Outcomes included user education and planned sensor replacement. Investigation included review of device alarms and user guidance on cgm alerts and operation. Investigation of this case revealed that the loss of readings was attributable to a dexcom g7 brief sensor issue during the grace period rather than any malfunction of the ilet pump or infusion set components. It was concluded, based on previously established findings for similar reports, that the cause was user interface and external cgm sensor behavior consistent with expected operation.